Event description:
On 5/28/97, this pt had a right iol placed after cataract removal. The implant displaced out of the bag and showed a mild sunset syndrome. Due to visual problems, the pt was readmitted on 6/19/97 for exchange/replacement of the iol.